Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured due to twiddler's syndrome. It was questioned how this could happen considering the device was implanted sub-muscular. The rv lead and device remain in use. The patient was hospitalized and a revision procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.